Manufacturer narrative:
No device is expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. If the device is returned in the future this investigation will be reopened and a follow up submitted.

Event description:
The customer reported that they could not feed the plastic stylette into the catheter. When feeding a wire through the catheter, a small piece of plastic fell out. The account stated this plastic piece was not part of the stylette as the stylette was fully intact.